Manufacturer narrative:
Lot number(s): hcg8080179. Expiration date(s): 11/2010. Control unit: 20miu/ml hcg urine, lot: hcg090107-03; 100miu/ml hcg urine, lot: hcg081008-01; 240.0iu/ml hcg urine, lot: hcg081231-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 240.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Nothing abnormal found in batch review and the product number, product description and lot number was verified. The retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed. No corrective action required as no product deficiency was established.

Event description:
Customer reported false negative urine hcg results on an employee. No other patient information provided.